Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 31mm amplatzer amulet was chosen for implant using an unknown delivery system. Transesophageal echocardiography (tee) measurements were performed, during which two landing zone measurements were obtained at 90° (23 mm) and 135° (20 mm), and one disc measurement was obtained at 135° (35 mm). Based on these measurements, the physician initially selected a 25 mm amplatzer amulet device. Additional measurements were taken during device preparation, which also supported the selection of the 25 mm device. Following deployment of the 25 mm amulet, an area of concern was identified on the posterior proximal side of the left atrial appendage (laa), where a gap was observed. Due to the identified gap and device position, the decision was made to upsize to a 31 mm amplatzer amulet. The 31 mm device was implanted following two deployment attempts, after which the decision was made to leave the device in place. Two tension tests were performed. Images were reported to be available for review. On (B)(6) 2026, device extraction was attempted; however, the initial retrieval attempt was unsuccessful, and the patient subsequently underwent surgical intervention.